Manufacturer narrative:
Device evaluation completed on december 23 , 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 650cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor memorygel, 600cc, silicone breast implant experienced spontaneous left sided rupture, capsular contracture unknown grade and bilateral ptosis grade ii on the right side post procedure. The MRI examination confirmed the rapture. The left side rupture is accompanied with pain and swelling. Examination shows malposition of the left breast implants superiorly with ptotic breast tissue hanging off the bottom of the capsule. Same grade 2 ptosis on the right however better implant the patient had a significant capsular contracture on the left side with malpositioning of the implants superiorly. As a result, the patient underwent bilateral mastopexy,and bilateral replacements as follow: l/ cat#: 3506501bc, sn#: (B)(4), r/ cat#: 3506501bc, sn#: (B)(4), on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).